Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: investigation summary: the complaint device was received at the service center and evaluated. It was reported that the device was defective. Per service report, this complaint can be confirmed. It was observed during evaluation that the motor was corroded and the head screw was blocked. Further, the fischer cap was found to be missing. The repair activities including the replacement of motor and fischer cap were carried out to bring the device back to functionality. After repair, the device was found to be working. Fluid ingress into the device and contact with the motor is responsible for the corroded motor. User mishandling and/or lack of maintenance can be the most probable root causes of the missing fischer cap. With the available information, we cannot determine how the head screw was blocked. The faulty components of the device would have caused the device not to function as intended by the customer. A manufacturing record evaluation was performed for the finished device serial number ((B)(4), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI:(B)(4).

Event description:
It was reported by affiliate via email that pre-operatively to an unknown procedure a fms tornado micro handpiece with buttons was defective. Procedure was completed with a replacement device and a surgical delay of 5 minutes. No patient consequence reported. No further information available.